Event description:
It was reported that the patient experienced fatigue and presented to the emergency room. The patient's rate was in the thirties and the pulse generator could not be interrogated. The device exhibited excessive battery discharge. The device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.